Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in patients with proximal aortic neck angulations exceeding 60 degrees.

Event description:
On (B)(6), 2010, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The infrarenal aortic neck length was fine but the aorta was tortuous, with a 70-degree proximal neck angle. After the trunk-ipsilateral leg component was placed, the physician attempted to cannulate the contra-gate for nearly forty minutes but was unable to get a wire through using different approaches. An unplanned aorto-uni-iliac (aui) procedure was performed along with a femoral-to-femoral bypass. The pt tolerated the procedure well. No further complications have been reported.